Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2016. The patient reported that the battery indicator began to appear on the afternoon of (B)(6) 2016. During the follow-up call, the patient informed the (B)(4) that she tests her blood glucose 3-4 times a day but she was unable to test her blood glucose due to the alleged meter issue. The patient stated that she manages her diabetes with oral medication (glyburide/metformin 5/500mg daily), diet and exercise and claimed she continued to follow her usual diabetes management regimen despite the alleged issue. During the following-up call, the patient confirmed developing symptoms of "blurry vision, weakness, tingling around the heart, dizziness and feeling shaky" one week after the alleged issue began. I response to the symptoms, the patient claimed she "drank something with a lot sugar in it". At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented that based on the information provided, the batteries needed replacing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.